Event description:
On (B)(6) 2013, the patient was implanted with a gore® excluder® aaa endoprosthesis featuring c3® delivery system to treat an abdominal aortic aneurysm. On (B)(6) 2014, the patient was admitted to the hospital due to a type ii endoleak. The patient was treated with onyx (embolization with a copolymer) to solve the endoleak. On (B)(6) 2014, the patient was admitted to the hospital for clinical evaluation. On (B)(6), 2014 the patient had a computer assisted tomography with contrast medium and the type ii endoleak was still existing. The patient was treated with onyx. On (B)(6) 2014, the patient had the 1 year follow up examination and the type ii endoleak was still existing. The patient was treated with onyx again.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Manufacturer narrative:
(B)(4)